Manufacturer narrative:
Speaker & vibrator not audible was not verified. Low bg issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Event description:
It was reported that the pump's alarm sound was not annunciating. Additionally, it was reported that the customer experienced a low blood glucose (bg) level. Customer¿s blood glucose (bg) level was "low"; although specific value was not provided. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.